Event description:
As reported to coloplast though not verified, pt was implanted with novasilk mesh. Later the pt experienced recurrent pelvic and vaginal prolapse after coughing, an office visit indicated cystocele grade 4, enterocele grade 4 and enterocele grade 3. No explant procedure or subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report. The pt experienced recurrent pelvic and vaginal prolapse after coughing.